Manufacturer narrative:
Investigation: summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 7353795. All inspections were performed per the applicable operations qc specifications. There were (B)(4) notifications [(B)(4)] noted that did not pertain to the complaint.

Event description:
It was reported with the use of the bd insulin syringe with bd ultra-fine¿ needle there was an issue with thumb press broken. There was no report of injury or medical intervention.